Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of manufacture is unknown.

Event description:
A customer's mother reported a low reading on her daughter's precision xtra glucose meter when compared to a health care professional's meter. The customer's mother reported that her (B)(6) daughter had been experiencing stomach pains and weight loss, and she took her daughter to the doctor's office on (B)(6) 2011. The mother reported a reading of 55 mg/dl was obtained on her daughter's precision xtra meter compared to a reading of 496 mg/dl taken on the doctor's glucose meter. The customer's mother reported her daughter was diagnosed with hyperglycemia and ketoacidosis. Treatment was described as "a new meter and checking for faulty pumps" (her daughter was using an unspecified insulin pump). No self-treatment was reported. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.